Manufacturer narrative:
(B)(4). Additional information has been requested from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this patient with a 23mm pericardial aortic valve was explanted after an implant duration of seven (7) months due to unknown reasons. The explanted valve was replaced with a 23mm edwards pericardial aortic valve. No other details were provided.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated. In this case, it was reported that this was a recurrent endocarditis. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The root cause of this event was due to patient related factors. The subject device is not available for evaluation due to infection. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported through the implant patient registry that a 23mm pericardial aortic valve was explanted after an implant duration of seven (7) months due to suspicious recurrent endocarditis. Pre-op tee demonstrated no obvious vegetation or paravalvular abscess; however, the patient had persistent positive blood cultures showing recurrent bacteremia and paravalvular leak. The explanted valve was replaced with a 23mm pericardial aortic valve. Per the medical records, the surgeon inspected the aortic valve and did not visualize vegetation or abscess. The 23mm aortic valve was removed and annulus was debrided. The annulus was sized for a 23mm aortic valve. CABG x1 with svg to om was performed and attention was returned to the aortic annulus. Horizontal mattress sutures without pledgets were placed around the periphery of the annulus. The sutures were brought through the ring of valve, the valve was seated, and the sutures were secured with cor-knot device. Of note, the svg was injured during the opening of the right atrium, in which the surgeon repaired. There was good lv function and good valvular function. The patient was easily weaned off from bypass with inotropic support. Post procedure, the patient was transferred to the ICU in stable, but critical condition. The patient developed acute hypoxic respiratory failure and cardiogenic shock following the surgery. He was weaned off IV and po pressors and prolonged ventilator was required. The patient was admitted with slight aki, but renal status deteriorated after CT surgery. The patient became oligo/anuric and required crrt. After hypotension improved, he began hemodialysis. The patient was discharged to a long term acute care hospital on pod #32.